Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up were noted. The insulin pump had minor scratches on the lcd window, a cracked belt clip slot at battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the numbers on the customer's insulin pump were ramping up during a bolus delivery attempt. The customer's blood glucose was 104 mg/dl. No significant events leading to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.